Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the bwi product analysis lab identified that the hemostatic valve was broken in the star section. During the procedure, the catheter would not pass through the tip of the vizigo sheath. The vizigo tip had a kink in it. The sheath was replaced and the issue resolved. No patient consequences were reported. The kinked tip is not MDR-reportable. The sheath obstruction is not MDR-reportable. The hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve issue could be related to the reported issue. Due to the condition of the hemostatic valve, an internal action was opened. Device history record evaluation was performed for the finished device 00002266 number, and no internal actions related to the reported complaint condition were identified. The obstructed sheath issue reported by the customer was confirmed; the tip issue reported could not be confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).